Event description:
The complainant reported that following impella 5.5 removal, the patient developed moderate to severe aortic insufficiency post impella removal. The physician believed the condition could potentially be related to the impella device. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.